Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 36-year-old male with a pre-support clinical state consistent with scai shock stage d underwent elective impella support. An impella 5.5 was implanted via direct surgical access to the left aorta. The device functioned as intended throughout support at p-3 with flows of approximately 1.5 l/min using d5w sodium bicarbonate purge solution. During support, hematuria was observed; however, no laboratory evidence of hemolysis was reported. A secondary impella rp flex was implanted with no associated complaint. The impella 5.5 remained in place until explant, at which time the patient expired while on support. The device was not removed due to a failure mode. Device involvement in the reported event remains unclear. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.